Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. A request for an evaluation has been sent to the supplier. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to the FDA on january 7, 2014.

Event description:
Info rec'd via complaint form indicates the following: it was impossible for the health care provider to fill the flexi-seal control cuff after insertion. The patient, an obese man (B)(6), had the device in place for a longer period of time but it was pushed out due to the cuff not being able to be filled.